Manufacturer narrative:
The product was expected to be returned, however, it was then later confirmed that the device would not be returned by the customer. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor can a root cause or any potential contributing factors be identified. The lot number (141296326) does not yield any record in our systems; however, the original lot number provided (141206326) yielded results. The on hand date is 14-apr-2014, this cable is past the standard warranty therefore the device history record review is not triggered per (B)(4). With any hemodynamic monitoring, patient parameters can change quickly and dramatically. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. It is unknown whether any user or procedural factors contributed to this reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results as well as a device history record review. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, with this truwave cable, the central venous pressure initially could be zeroed, but then indicated about 30mmhg, after which the pressure went quickly to 60mmhg. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.